Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle did not deploy as intended during activation. Instead it deployed after the pod was already worn for more than 48 hours. The needle shot out and pricked the patient in the hand.

Manufacturer narrative:
The pod was received deployed with the formed needle visible in the exposed portion of the soft cannula. Opening the pod did not allow the formed needle to fully retract. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were observed on the formed needle and the slide retract indicating that the formed needle had been incorrectly installed into the slide retract. The incorrect installation resulted in the formed needle becoming unseated during pod use. It could not be determined when the formed needle became unseated from the slide retract and visible in the exposed portion of the soft cannula. Investigation of the pod found no damages or manufacturing deficiencies that would result in the needle mechanism deploying late. The download data from the pod showed that the pod generated a 0x18 empty reservoir alarm after 4070 pulses. It could not be determined when the needle mechanism deployed. The exact cause of the reported needle deployed late could not be determined.